Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue; therefore, no DHR review is required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ IFU as well as the device preparation and procedural training manuals were reviewed. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. The procedural training manual includes steps on how to safely remove a burst balloon. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The risk management file captures risks for edwards device interactions (i.e. Edwards bav with the edwards esheath+). This case utilized a non-edwards bav interacting with the edwards esheath. Edwards risk management system does not conduct risk assessments for events associated with non-ew devices. While a definitive root cause could not be determined, review of the complaint file suggests that retrieval of the non-edwards device with burst balloon likely contributed to the complaint event. As such, the review of the risk management file is complete, and no further action is required at this time. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was empirically confirmed as photos were provided to the field and follow-up with the fcs showed that delamination was most similar to the event with 'seam folded inwards, almost like as if the balloon pulled the seam with it as it was being pulled out'. Therefore, investigation results suggests that procedural factors (altered non-ew balloon profile, device manipulation) may have contributed to this complaint event as the altered profile likely caught on the distal sheath liner and pulled/delaminated the liner in the process. Any device manipulation used to overcome any withdrawal difficulty could have further delaminated the liner. The complaint for non-edwards device withdrawal inability through esheath was unable to be confirmed due to no imagery nor device returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, 'during post dilation/bvf the true balloon ruptured. While the ruptured balloon was being pulled out/back in the sheath with difficulty and with potentially more than usual pull force, the expandable seam enfolded in the 14f esheath+. While the damaged sheath was being pulled out the external iliac artery was damaged and had to be surgically repaired.' In this case, a non-edwards (ew) true balloon was used to fracture a pre-existing surgical valve prior to thv implantation, leading to burst balloon. Withdrawal of an altered balloon profile through the sheath likely caused it to catch onto the distal tip/inner sheath shaft lumen, leading to adverse interactions and preventing complete retrieval, as reported. As such, available information suggests that procedural factors (withdrawal of an altered non-ew balloon profile) may have contributed to the complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required. All complaints are reviewed against control limits which are managed through a document written by edwards lifesciences.

Event description:
As reported by the field clinical specialist (fcs), post implant of a 23 mm sapien 3 ultra resilia valve in the aortic position inside a surgical valve, during post dilation, the true balloon ruptured. While the ruptured balloon was being withdrawn back into the sheath with difficulty and with potentially more than usual pull force, the expandable seam pulled inward on the 14f esheath+. While the damaged sheath was being pulled out, the external iliac artery was damaged and had to be surgically repaired. The patient was transferred out of the lab stable after a successful surgical repair. The implanted did not allege that the esheath+ device caused the problem but stated that pulling the ruptured balloon into the esheath+ had damaged the artery. Per additional photo sent, the fcs noted that circumferential delamination was observed.

Manufacturer narrative:
The investigation is ongoing.